Event description:
Boston scientific received information that this non boston scientific right ventricular lead was sensing noise and causing pacing inhibition. Subsequently, the lead was explanted and replaced. The pacemaker remains in service with no further issues. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. No issues were found in analysis. The allegation was reported approximately six years prior to the explant and was addressed at that time and identified as a lead issue. No allegations have been reported since.

Event description:
Pacemaker was explanted for normal battery depletion in (B)(6) 2017. No corresponding allegations since 2011 or clinical events.